Event description:
It was reported that the patient's lead was explanted on (B)(6) 2019 due to continuing infection. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient¿s generator and lead were explanted due to infection. The device history record for the generator and lead were reviewed and they were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional or relevant information has been received to date.